Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was a watertight defect in the camera cable and the presence of the b30 error. Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable had a watertight defect, which likely caused the internal charged coupled device to malfunction. Consequently, normal communication was likely disrupted, resulting in poor contact with the camera cable, blurred images, and the occurrence of error b30. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's cable had a poor contact, and the image became blurred and indistinct. There were no reports of patient harm.